Event description:
It was reported to philips that the device gave an ECG bias error message. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was verified and traced to a faulty processor pca. The processor pca was replaced. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. Based on the conclusion of the evaluation, it was initially reported that this was a malfunction of the processor pca. The processor pca was replaced and the device was deemed fit for use. However, upon further inspection by failure analysis, it was found that there were no identified issues with the returned processor pca that could have caused or contributed to the original allegation. As such, a cause for the originally reported failure could not be established. The device remains at the customer site. No further evaluation is warranted at this time.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device gave an ECG bias error message. There was no patient involvement.